Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user¿s daughter reported a discrepancy between dexcom g7 continuous glucose monitoring (cgm) and fingerstick readings¿39 mg/dl blood glucose (bg) on cgm versus 65 mg/dl bg by fingerstick. The agent explained that only one calibration is accepted every 15 minutes, though additional entries are logged. The user and daughter understood and had no further questions. The lowest blood glucose (bg) recorded was 65 mg/dl. Bg was corrected with a mini-coke. The user's symptoms during the event included sluggishness, sleepiness, and reduced focus. No medical intervention was reported at the time of call.